Event description:
It was reported by the rep that (1) 35os was used during a total vaginal hysterectomy procedure. It was reported that the surgeon inserted the device and the conical tip fell off the obturator into the pt's abdominal cavity. The surgeon immediately retrieved the conical tip. There was an extended operating room time of 5 minutes.